Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: wilfred poppinga : 2023 (B)(6) 14:02:59 (gmt) correction; environmental swab found rotavirus, not norovirus in run 656, position a7 "splits". Wilfred poppinga : 2023 (B)(6) 13:57:26 (gmt) environmental swab (run 656, position a7 "splits") shows norovirus amplification; confirming a suspicion of contamination. Run also shows thermal crosstalk - not a root cause affecting this curve, amplification is real. Max - 441916 - mx0056. In run 650 two positive noroviruses (position a5/a6, channel 530/565) are found of which I am not convinced.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing suspected false positive results for norovirus and cryptosporidium. The customer database was provided to bd service specialists and quality for further analysis which revealed some evidence of true low level amplification and also evidence of normalizer drift while the customer runs interleaved runs. A low positive amplification can be the result of contamination or it can be inherent to the sample. A bd field service engineer (fse) was dispatched to the customer site where they performed installation of new software scripts to correct the issue. The customer was also advised to run environmental swabbing to test for contamination. During this testing, environmental contamination of rotavirus was found. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Environmental contamination is an additional root cause to some of the false positive results. No new risks, trends, or hazards were identified through this complaint. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument that there was a fasle positve. The following information was provided by the initial reporter: wilfred poppinga :(B)(6)2023 14:02:59 (gmt) correction; environmental swab found rotavirus, not norovirus in run 656, position a7 "splits". Wilfred poppinga : (B)(6)2023 13:57:26 (gmt) environmental swab (run 656, position a7 "splits") shows norovirus amplification; confirming a suspicion of contamination. Run also shows thermal crosstalk - not a root cause affecting this curve, amplification is real. Max - 441916 - mx0056 in run 650 two positive noroviruses (position a5/a6, channel 530/565) are found of which I am not convinced.